Event description:
The user was explanted due to post-auricular skin breakdown with partial implant extrusion.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted due to post-auricular skin breakdown with partial implant extrusion.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.

Event description:
The user was explanted due to post-auricular skin breakdown with partial implant extrusion.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.